Event description:
During the implant procedure, while tunneling using the inspire tunneler, a branch of the external jugular vein was inadvertently nicked, and the patient experienced bleeding. Surgeon made a third incision above the clavicle, located the source, applied pressure, and used bipolar cautery to achieve hemostasis. This resolved the issue.